Event description:
During procedure the rv lead was not sensing appropriately. The rv lead migrated through the pericardium. Echo showed pericardial effusion. The rv lead was repositioned.

Manufacturer narrative:
Na